Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion of cisplatin at 125 ml/hr, an attempt was made to flush the IV port proximal to the patient with normal saline. When the syringe was removed from the port, the white cap on the port came off exposing the blue inner plug. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products: non-bd (spiro) luer connectors, therapy date (B)(6) 2015. No available code for undetermined or unknown cause. The customer¿s report of a set separation was confirmed. Visual inspection of the set noted that the distal smartsite valve was damaged. The cap (female luer adapter) was separated from the y-site body of the valve. The break occurred below the welding engagement where the body and cap connect. No functional testing was able to be performed on the set due to the obvious damage. The root cause of the customer¿s report of a set separation was not identified.